Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues with three infusions set. The infusion set in use for less than 3 days. The issue got resolved by replacing the infusion set and resumed insulin successfully. The customer was allergic to adhesive aides used at the area of insertion. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-07405 - device 3 of 3. E1: patient country: (B)(6).